Event description:
A peritoneal dialysis (pd) patient's wife (B)(6) called (B)(6) customer service called in to place order. She stated that when she uses the gloves that they make her skin break out into a horrible rash. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).